Manufacturer narrative:
As part of our investigation, the ess discussed this reprocessing deviation with the customer and was informed that a new scope buddy that provides suctioning was to be purchased when the suctioning was removed and due to the pandemic it was never purchased. The ess reported that the importance of suctioning the model: tjf-q180v, pcf-h190l and ebus scopes was discussed with the facility¿s endoscopy manager and reprocessing staff. The facility will be purchasing a portable suction into the unit to be used in reprocessing. The device will not be returned.

Event description:
The service center was informed that during an onsite reprocessing in-service with an endoscopy support specialist (ess), it was noted that scope suction was not being performed. The ess reported that the facility¿s suctioning in the reprocessing area had been removed months ago and there is no suction for any scopes being reprocessed. There was no patient involvement, patient infection or device positive culture reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. As the result of DHR review, it was confirmed that the subject device was shipped from the factory in accordance with specifications. A dhf investigation report indicated that if devices are reprocessed in accordance with IFU, devices are able to be reprocessed sufficiently. The legal manufacturer reported that this event was not due to a product problem, including IFU, but to a user mishandling. The suggested event was not failure of the IFU or device. The user facility requested olympus to provide an in-service training about reprocessing.